Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an elective percutaneous transluminal angioplasty (pta), the physician experienced some resistance/friction while advancing the smart control stent delivery system to the intended target lesion. The physician removed the product from the patient and upon inspection, noted that the distal tip of the device was cracked. The physician delivered another smart control (without resistance/friction) to complete the procedure successfully. The approach for the procedure was from the contralateral femoral artery. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: not calcified/tortuous, and the percent stenosis was unknown. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported patient injury. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15300394 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel characteristics and procedural manipulation may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that during an elective percutaneous transluminal angioplasty (pta), the physician experienced some resistance/friction while advancing the smart control 6 x 100 stent delivery system to the intended target lesion. The physician removed the product from the patient and upon inspection, noted that the distal tip of the device was cracked. The physician delivered another smart control (without resistance/friction) to complete the procedure successfully. The patient is in stable condition. There was no reported patient injury. The approach for the procedure was from the contralateral femoral artery. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: not calcified/tortuous, and the percent stenosis was unknown. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted.